Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.005.522s, lot: 5l47927, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 25.july 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part:04.005.522, lot: 4l52161, manufacturing site: mezzovico, release to warehouse date: 10.may.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: reporter is synthes sales consultant. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the femoral trochanteric fracture with trochanteric femoral nail-advanced (tfna) system. About 10 days after the initial surgery, the bone head got rotated and dislocated. The patient will undergo bha reoperation on (B)(6) 2019. The surgeon thinks it was caused by the bone quality of the patient and a problem with surgical procedure such as position of the implant insertion. He doesn¿t think it was caused by the devices. No further information is available. This report is for one (1) 5.0mm ti locking screw; this is report 3 of 3 for complaint (B)(4).